Event description:
It was reported that resistance was observed with the guide wire, both during advancement and removal of the foxcross balloon catheter. The guide wire was exchanged, but the stickiness was the same. There was no significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated (reported as having occurred this month, (B)(6)). Factors that may contribute to the resistance with a guide wire may include, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the guide wire lumen. Other factors may also consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the catheter over the wire. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. Overall, without having the foxcross to examine, a conclusive cause for the reported resistance could not be determined. However, there is no indication to suggest a product quality deficiency. This type of reported event will continue to be monitored. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All balloon dilatation catheters are subject to a 100% visual inspection. Additionally, the profile dimensions are confirmed by visual and dimensional checks on the manufacturing line before release.